Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent catheter/stylet is confirmed; however, the exact cause could not be determined. One opened groshong nxt catheter kit was returned for investigation. One photo sample of a groshong catheter was also provided and the deformation visible on the catheter corresponded with the returned physical sample. The kit contained lot: recw0224. The kit tray was damaged and bent along the top edge. The kit components were present within the tray. The stylet flushing hub was present within the catheter and the two-piece connector had not been assembled. A sharp bend in the catheter was present at the 45 cm depth marker. The stylet was removed from the catheter and the catheter was observed to retain partial memory of the bend. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Based on the deformation present on the kit tray, the catheter and stylet may have been bent during storage or handling of the device. A lot history review (lhr) of recw0224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was found bent after the package was opened. Device was not used on the patient. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent catheter/stylet is confirmed; however, the exact cause could not be determined. One photograph of a groshong clearvue catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation of the photograph showed the stiffening stylet within the catheter was bent at an approximately 90-degree angle. No usage residue could be seen on the catheter; however, the image quality of the photograph made it difficult to discern such detail. While the exact cause of the bend in the stylet could not be determined from the returned photograph, it is possible the forces that caused the stylet to bend were applied during packaging, handling, or use. A lot history review (lhr) of recw0224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was found bent after the package was opened. Device was not used on the patient. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recw0224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was found bent after the package was opened. Device was not used on the patient. No other information was provided.